Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery due to the previous device was infected. The previous device was removed four months ago. A new ipp was implanted. No further patient complications were reported. No more information is available at the moment, additional information was requested and will be provided as it becomes available.